Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek vantus meter serial number (B)(4). At 10:42 am, the laboratory result using an unknown reagent was 4.3 inr. At 12:14 pm, the result from the meter was 5.8 inr. The warfarin dose was held for one day based on the laboratory result. The therapeutic range was 2.5-3.5 inr and the patient tests every other week unless the result is outside the therapeutic range.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.1 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned and the retention material meet the specification.